Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms during basal delivery. The customer noted that insulin was not exiting from the tubing and had changed the supplies on the pump twice. The customer's blood glucose level was not impacted. The customer changed the supplies again and resumed insulin delivery. Reportedly, the customer was using apidra insulin in the cartridge.